Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient¿s ECG rhythm. The customer advised that both batteries were replaced; however the device powered itself off again. This issue is patient related; however there was no adverse patient outcome reported. The patient, a (B)(6) female did survive. No further details were provided by the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly, battery wire harness, battery pins and battery contact pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient¿s ECG rhythm. The customer advised that both batteries were replaced; however the device powered itself off again. This issue is patient related; however there was no adverse patient outcome reported. The patient, a (B)(6) female did survive. No further details were provided by the customer.